Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis due to the battery cover being loose and falling off from the infusion device. The infusion device didn't deliver insulin due to the battery cover falling off. The patient had never changed the battery cover it had been in use since 2011 and was attached with tape for months. The blood glucose results were not provided. The patient was treated with insulin via infusion at the hospital. The patient was released from the hospital on (B)(6) 2017. The battery cover was requested for evaluation.